Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported failure to achieve hemostasis and patient effect; however, the surgical treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other perclose proglide device was filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 5f sheath after a transcatheter arterial chemoembolization (tace) procedure. Reportedly, after the foot was parked/retracted, resistance was felt during removing the device from the arteriotomy. The device was removed and it was noticed that the sutures were caught along a kink near the guide wire exit port. A second proglide device was used but hemostasis was not achieved. Hemostasis was achieved using a non-abbott device. An ultrasound was taken and no blood flow was observed. The patient was taken to surgery and a cut-down procedure was performed to remove the non-abbott device and the suture of the second proglide. The vessel was surgically closed and the patient is reported to be doing fine. No clinically significant delay in the vessel closing procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial and final medwatch report the following additional information was received: although the proglide suture had been deployed in the correct location in the vessel, the proglide suture did capture the back wall of the vessel. Reportedly, the cut-down procedure was performed to retrieve the non-abbott device plaque which caused the reported no blood flow. No additional information was provided.